Event description:
It was realized post mr exam on (B)(6) 2025 that the implanted vns stimulator had been turned off in (B)(6) 2024. The patient was scanned in mr under the first level mode and not normal mode per manufacturer specifications for a functional vns stimulator. It was also determined if it was functional and properly programed, the allotted 15 minutes of active scan time in a 30 minute period was exceeded. Notified ordering provider - neurologist asking that they check the system and look for signs of vagal nerve injury. No injury was identified during/post examination. Asked provider to check vns for integrity concerns.